Manufacturer narrative:
The service rep repaired the loose pins on the monitor connect cable. He tested the system and it is fluoroing without failure at this time.

Event description:
The customer reported the system will not fluoro. Pt was involved but not injured. Also, the customer was not getting images properly.